Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the cardiac resynchronization therapy defibrillator (crt-d) implant procedure, after all leads were implanted, this right atrial (ra) lead was tested on the pacing system analyzer (psa). Noise was observed; the psa cable was changed, but this did not resolve the noise. The right ventricular (rv) and left ventricular (lv) leads were then tested with no issues observed. The ra lead was tested again and still the noise remained. A lead fracture was suspected and the lead was removed and replaced with another lead of the same model to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Deformed conductor coils were observed, with insulation damage (cuts/punctures) at approximately 237 mm from the terminal pin. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the lead tip, in the neck region. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.